Event description:
Analysis completed on the suspect generator resulted in : the data in the ¿diagvbat¿ ((as received, ram and flash data)) memory locations show a value of 3.432 volts ((B)(6) 2017 estimated last automeasure). However, the data in the ¿diagvbat_min¿ memory locations show a value of 1.716 volts ((B)(6) 2016 estimated time of occurrence (one day after implant attempt (B)(6) 2016)). Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. The reported allegation of ¿asic latch-up condition¿ could not be verified in the product analysis laboratory. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The suspect faulty generator was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an incident occurred during battery replacement.the new generator was checked outside the pocket and everything was fine. After been placed inside the pocket, the generator test showed eos flag. No diagnostics were performed at this point, another generator was implanted in patient. Return of suspect generator opened but not to the manufacturer is expected, but it has not been received to date. It was queried if electrocautery was used at some point, but the nurse could not confirm this. Review of manufacturing records confirmed all tests passed for the generator prior to distribution.